Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system due to ipg flipping in the pocket. Additionally, patient's paddle lead has high impedances with a possible fracture. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the ipg and lead were replaced via surgical intervention on (B)(6) 2025. Furthermore, x-ray imaging was used to confirm the reported allegations. Therapy was restored post op.